Manufacturer narrative:
Date estimated. UDI#: in the absence of a reported part number, the UDI cannot be calculated. The device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The implanted clip referenced is filed under a separate medwatch report number. Literature attachment. Article title ¿mitraclip removal during left ventricular assist device implantation".

Event description:
This is filed to report atrial perforation. It was reported through a research article that in 2015, a mitraclip procedure was performed to treat mitral regurgitation (mr) with a grade of 4. Two clips were successfully implanted, reducing mr to a grade of 2. In 2017, the patient returned to the hospital with symptoms of heart failure. Echocardiography was performed and showed that mr had increased to a grade of 3. It was also noticed that an atrial septal (asd) was present, resulting in a left right shunt. In (B)(6) 2017, a procedure was performed for left ventricular assist device implantation. During this procedure, the implanted mitraclips were surgically removed. An atrial septal defect (asd) was then noticed from the previous procedure; therefore, an asd closure device was implanted. Details are listed in the attached article, titled ¿mitraclip removal during left ventricular assist device implantation.¿ no additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed due to unknown lot information. Based on the limited information reviewed, the cause for the reported patient effect of atrial perforation was due to procedural circumstances. The reported patient effect of atrial perforation, as listed in the mitraclip instructions for use, is a known possible complication associated with mitraclip procedure. There is no indication of a product issue with respect to manufacture, design, or labeling. Literature attachment. Article title ¿mitraclip removal during left ventricular assist device implantation".na